Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the manual sensing test delivers an incorrect low result of measured r waves. The following questions have been raised: - why, during the sensing test, there is a min r wave of 2.89 mv under the min label on the right when during the test, apparently, there is not an r wave with such value? - what is the rationale to trigger the alert ¿[61] current low r wave measurement: 2.89 mv.¿